Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the gantry door would not open. Gantry door was not being recognized as closed on pendant. Site was able to open door with manual door opening procedure. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.

Manufacturer narrative:
(H3, h6) medtronic representative went to the site to test the imaging system and adjusted and re-aligned the dingus, opened and closed the door multiple times, performed system checkout and returned to facility. B01, c07, d02, g04052 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000202. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.